Manufacturer narrative:
The customer originally requested service, but then stated that troubleshooting was being performed onsite. The customer stated that the leak was found coming from tubing at the probe rinse block. The customer removed, trimmed, and reconnected the tubing at the probe rinse block to resolve the leak. Patient samples were run without further issue. (B)(4).

Event description:
The customer reported a clear fluid leak of unspecified volume (5 drops) from a coulter hmx hematology analyzer with autoloader while running quality controls (qc) in manual mode. The leak was not contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.